Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. This implantable transvenous defibrillation lead and implantable atrial pacing lead exhibited out of range impedance measurements. It is reported that the patient had an aortic arch repair one day previously.